Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(4) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient currently receiving gablofen (2000 mcg/ml at 110 mcg/day) via an implanted pump. The pump had previously been delivering gablofen (2000 mcg/ml at 1120 mcg/day). The indication for pump use was intractable spasticity. On 04-dec-2017 it was reported that since (B)(6) 2017 the therapy had not been working for the patient. He had increased tone and was agitated. The patient was put on oral baclofen and the patient¿s family did not want any more surgical intervention. The pump off authorization form to permanently stop the pump was sent to the hcp. No further complications were reported/anticipated. Additional information received reported that the healthcare provider requested the pump off password. The pump off password was given. No further complications were reported. On 2018-mar-21, additional information was received from an healthcare professional (hcp) via a manufacturer representative (rep). The pump and catheter would be removed on (B)(6) 2018. The patient and mother had stated to the hcp that "did not work". Additional notes indicate the pump had been stopped for over 1,000 hours. The event was resolved at the time of this report. The patient's status was alive - no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the pump and catheter would not be returned for analysis. The rep was informed on the afternoon of (B)(6) 2018 that the pump was explanted on (B)(6) 2018. The rep did not have information about the cause of the patient's therapy not working.